Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver broke. The device malfunction occurred during a trochanteric femoral nailing procedure on (B)(6) 2018. The surgeon had to use a mallet to get the screwdriver into the top of the nail. After the screwdriver locked the nail, it would not come out. The surgeon used pliers and a mallet to remove it but, the screwdriver broke. Device fragments were easily retrieved. The procedure was successfully completed. There was no surgical delay. The patient outcome was stable. Concomitant devices reported: mallet (part # unknown, lot # unknown, quantity 1); tfn nail (part # unknown, lot # unknown, quantity 1); pliers (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part no.: 03.037.028, lot no.: 9298603, manufacturing location: (B)(4), release to warehouse date: 16.jan.2015, no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.